Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise oversensing at a routine follow-up. The noise was reproduced when the patient exercised their left arm. This noise was oversensed, but did not cause pacing inhibition. X-ray imaging revealed that the rv lead was twisted in the pocket, which the physician believed to be due to twiddlers syndrome. A revision procedure was scheduled, at which the rv lead was surgically abandoned and replaced. The physician suspects that the rv lead had physical damage or had microdislodged, but this could not be confirmed by x-ray or visual inspection. No additional adverse patient effects were reported.